Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d4: UDI & lot number provided for reporting. As the DHR review and investigation were completed and approved on the duplicate complaint: (B)(4), the DHR review results and investigation summary will be copied into the respective pi and the pi completed. H3 (device evaluated by MFR), h4 (device manufacture date), h6: a review of the device history record. Device history lot. Part#: 323.36, synthes lot#: 5348968, supplier lot#: na, release to warehouse date: 27 oct 2006, manufactured by synthes brandywine, no ncr's were generated during production. Device history batch null, device history review review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. H3 (device evaluated by MFR), h6: investigation summary background: it was reported that on an unknown date, during routine incoming inspection of loaner set it was observed that the universal drill guide was non functional. There was no patient involvement. This complaint involves one (1) device. Investigation flow: device interaction/functional visual inspection: the 3.5 mm universal drill guide (p/n: 323.36, lot#: 5348968) was returned and received at us cq. Upon visual inspection, it was observed that the drill sleeve was stuck inside the housing case. Functional test: functional test was performed on the returned device at s&r. Device failed to verify cannulation per eng. Drwg with gauge pin (set ID#: gs0353, z0512). Service & repair evaluation: the customer reported the device was non functional. The repair technician reported the drill sleeve is stuck inside the chamber. Damaged component is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Document/specification review: based on the date of manufacture drawings, reflecting the current and manufactured revision were reviewed. Complaint confirmed the device received was stuck. Hence confirming the allegation. Conclusion: the complaint condition was confirmed as the 3.5 mm universal drill guide (p/n: 323.36, lot #: 5348968) was stuck, which could contribute to the complaint condition. There was no indication that a design or manufacturing issue has caused it and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H11: g1: manufacture site. D4: lot#. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review / investigation, but has yet to be received. Reported is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and / or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date that two (2) universal drill guides were stuck together during a routine incoming inspection. There was no procedure or patient involvement. This complaint involves two (2) devices. This report is for one (1) 3.5 mm universal drill guide. This is report 2 of 2 for (B)(4).